Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, the reported 'failed occlusion test low' was not reproduced. Instead the evaluator found that the pump did not properly alarm for downstream occlusion when pressure built to the upper range. A review of the event history log revealed downstream occlusion messages, however the history log cannot be used to determine if these are true or false alarms. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified, but rather the device was found not to detect a downstream occlusion. The cause of the condition was determined to be an out of calibration force sensor. The downstream tubing guide was adjusted to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had failed occlusion test low (6.67, 4.31, 7.02). This occurred during an unspecified process step. There was no patient involvement. No additional information is available.